Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that subsequent to a stenting treatment procedure, stent thrombosis occurred. The 80% stenosed target lesion being treated was located in the moderate to severely calcified and mildly tortuous superficial femoral artery (sfa). An unspecified size epic stent delivery system was advanced to the lesion and deployed. The stent seemed well positioned and well apposed following deployment and there were no procedural difficulties. Approximately 6 days later, the patient returned with ischemic symptoms and thrombosis of the epic stent was diagnosed. The patient is scheduled for surgery to treat the sfa ischemia. It was reported that the patient had been prescribed antiplatelet therapy following the stent procedure but had not been compliant with the therapy after leaving the hospital.